Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation. The customer's complaint was confirmed. The front panel switch and image issues were caused by a faulty printed circuit board. In addition, the following non-reportable malfunctions were found during the device evaluation: dust inside the equipment, tracks of flat cable rusted, foots deformed. Correction to previous h6 problem code: "2292 - defective component" was replaced with "1384 - mechanical problem" since the switch issue is not related to manufacturing. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
During inspection and testing, an additional reportable malfunction was found: no image from composite output port.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the front panel switches are not working and the image is not coming from the output port due to failures of printed circuit (dp) board and the printed circuit (cm) board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera elite video system center had front panel switches that weren't working. The issue was found during maintenance. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.